Manufacturer narrative:
E1 -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had image blackout (occurred when connecting the repaired completed product to the system). The issue occurred during set up. There were no reports of patient involvement.